Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Reportedly, paramedics were called and transported the customer to the intensive care unit (ICU). The customers was diagnosed brain dead in the ICU. The suspected cause of death was severe hypoglycemia. A review of the pump data logs is expected; however, the pump data log review has not yet been completed. A supplemental report will be submitted once the investigation is completed.